Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After implantation, patient started to develop symptoms of over drainage. Even when the valve was set on setting 8. Verification tool showed setting 8. By explanation was the setting on 7. All the catheters were perfectly connected. No leaks. Patient received a new valve (placement of a chpv).

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming according. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8807, with lot cvhch5, conformed to the specifications when released to stock on the 5th july 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.